Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis. Visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed delivered energy on multiple attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument was broken. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.